Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the pain first noted by a physician? Describe medical/surgical intervention for the pain including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent sling procedure in 2011. Following the procedure, the patient experienced severe pain on walking and underwent total removal of mesh from vagina and both groins. Additional information has been requested.